Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 144 mg/dl. No further information provided.

Manufacturer narrative:
Insulin pump alarmed compromised force sensor system during the prime/compromised force sensor system test due to faulty force sensor unable to perform rewind basic occlusion, occlusion and excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.